Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that he was hospitalized for a low blood glucose of 35 mg/dl; ems took him to the hospital. The customer was in a car accident due to the low blood glucose. He had a can of red bull while he was driving. The customer was taken in on a gurney and treated; when he was released his blood glucose was 250 mg/dl. The customer believed that the insulin pump was over-delivering. Troubleshooting was initiated for the insulin pump. The drive support cap appeared normal. However, the insulin pump programming was inaccurate and the customer was assisted in correcting the programming. The insulin pump will be returned and replaced.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
The insulin passed functional test including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump was programmed with multiple boluses and monitored, all boluses delivered properly and were listed in the bolus history screen; then the insulin pump was programmed with multiple basal profiles and monitored, all basal profiles delivered their indicated amounts and were verified in the daily total screen. No bolus anomaly or basal anomaly noted during our testing. The insulin pump was minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.